Manufacturer narrative:
Investigation: bd has been provided a sample for catalog 300296 lot 1907121 to investigate for this record. Visual inspection of the returned sample presented a crack on the top of the barrel. As a result, bd was able to verify the reported issue. Bd has concluded that the broken barrel could be produced in the primary packaging machine, in the syringe feeder station, due to an incorrect alignment of the syringe produced the rupture of the barrel or may be a consequence of the strong conditions during use of the product. DHR showed no indication of the alleged defect.

Event description:
It was reported that a crack occurred with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "during the connection to a dialysis catheter it has been observed that a hairline crack has formed on the luer of the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack occurred with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "during the connection to a dialysis catheter it has been observed that a hairline crack has formed on the luer of the syringe."